Event description:
The device was applied during a laparoscopy. Reportedly, the instrument leaked. The surgeon used another device to complete the procedure. The hosp has reported that no pt injury occurred.